Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure on (B)(6) 2009. During the procedure, the pressure gradually dropped from 180 to 135mmhg. The surgeon then stopped the therapy and when the catheter was removed a small hole was noticed in the balloon.

Manufacturer narrative:
(B)(4). (B)(4). Conclusion - no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.